Event description:
The patient programmer (pp) was not able to adjust stimulation. The ¿call your doctor¿ icon displayed. The 006 code was seen on the pp. The implantable neurostimulator (ins) was ¾ full. The batteries were removed from the pp and reinserted, 006 code was still present. It was then confirmed that the message was actually out of regulation (oor), not 006. The patient has not had reprogramming recently and it was thought the patient only has three active electrodes. No change in therapy reported. The company representative saw the patient a week later and the oor message was not currently pulling up. The stimulation was intermittent. When the patient turns to the left on the bed, the stimulation will turn off completely. When the patient turns back, can feel stimulation again. Also when the patient was just sitting normal, stimulation was turning on and off. There have been no falls or trauma. Impedance range when running at 3.0v was 800-1000ohms. The following were group impedances: a-1 572, 10.102 ma a- 2 450, 12.89 ma a- 3 560, 8.023 ma a-4 711, 7.068 ma the patient was programmed on: a- 1: 0+, 1-, 2+ a-2: 15+, 14-, 13+ a-3: 3+, 4-, 5+ a-4: 14+, 15- electrode 15 showed greater than 10,000ohms and earlier there was no issue with it. Electrode 15 was programmed around and the patient was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), im planted: (B)(6) 2008, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).